Event description:
The customer reported that the pt was found to be unresponsive and CPR was attempted. There had been no bedside or central station alarms. There was no pt history or waveforms recorded on the central station.